Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately after 7 months of implantation of an intraocular lens (iol), the patient experienced blurry vision, glare and dysphotopsia and the clinical reason was multifocal lens with halos around lights that were deemed intolerable by the patient. The lens was replaced with monofocal lens. Additional information was received and stated that the positive dysphotopsia with the iol was intolerable to the patient and she was unable to perform needed daily activities i.e., drive at night. Lens was exchanged with monofocal lens. Patient issues have been resolved post explant and the surgeon's prognosis indicated good vision likely. The patient was happy with the result.

Event description:
Additional information was received and stated that in the surgeon's opinion, the quality of the intraocular lens did not contribute to the event indicating the positive dysphotopsia with the iol was intolerable to the patient and she was unable to perform needed daily activities i.e., drive at night. Lens was exchanged with monofocal lens. Patient issues have been resolved post explant and the surgeon's prognosis indicated good vision likely. The patient was happy with the result.

Manufacturer narrative:
The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The product investigation could not identify a root cause. In the surgeon's opinion, the quality of the intraocular lens did not contribute to the event indicating ¿positive dysphotopsia that can occur with the company lens were deemed intolerable to the patient and she was unable to perform needed daily activities i.e., drive at night.¿ the manufacturer internal reference number is: (B)(4).